Event description:
Moria beehler pupil dilator failed to retract when opened, requiring enlargement of the incision to remove it from the eye of the pt. Pt experienced no adverse reaction. Distributor notified on 11/3/99.